Event description:
It was reported that the insertion wound of this insertable cardiac monitor (icm) opened. Evidence suggests that medical intervention was performed, and the health care professional used a wound closure strip. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the insertion wound of this insertable cardiac monitor (icm) opened. Evidence suggests that medical intervention was performed, and the health care professional used a wound closure strip. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the insertion wound of this insertable cardiac monitor (icm) opened. Evidence suggests that medical intervention was performed, and the health care professional used a wound closure strip. No additional adverse patient effects were reported. The device remains in service.